Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There was patient involvement associated with the reported event. The initial reporter confirmed that there was no patient harm as a result of the reported issue.